Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had bumped into something causing the top of the reservoir compartment to be cracked off. The retainer ring broke off. They glued it back and it seemed to be working. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, broken reservoir tube lip, cracked retainer and missing reservoir tube o-ring. The insulin pump was unable to perform displacement test due to missing reservoir tube o-ring and damage retainer.